Event description:
It was reported that during shoulder surgery, the anchor broke on last turn as laser etch met with bone. The anchor was not removed and left in the pt. There was no delay to the open procedure and the surgeon used a back-up device for completion. No pt injury or complications were noted.